Manufacturer narrative:
Visual inspection and functional testing could not be performed because the controller in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have resulted in controller performance issues are: 1. A failed electronic component on the wand detection circuit inside the subject controller. 2. An issue with the wand the customer was using at the time of this complaint event. 3. Using an improper power cord or improper extension cord, or a loose power connection at the user's facility. 4. A power surge or power interruption to the subject controller at the customer's facility. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit gave an error message upon connecting the wand. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications were reported.